Event description:
While pacing the nasopharyngeal airway into the pt, the tube broke in half with portion of the tube in pt and portion out of pt. Anesthesia was able to retrieve the interior portion and assured that all was removed with scope visualization & chest xray was normal.